Event description:
Customer called to report while customer was cleaning the pump's lead screw with the brush, customer found a washer that holds the driver arms in place inside the reservoir compartment. Device was not dropped or bumped.